Event description:
The nurse reported that they are unable to fully reboot the central nurse's station (cns). They had attempted to restart the unit several times but has continually received the same prompt message that reads "screen initialize error." However, despite being able to close the prompt, the cns was unable to get past the windows desktop and only received the same error message when they attempted to click on the cns application icon. Nihon kohden technical support (tech support) requested that they reboot the cns. However, after restarting the device as instructed, they confirmed that the only message received was the "screen initialize error." It is unclear what prompted them to reboot the unit. Their biomed was unaware of the issue and stated that they will look into the matter. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they are unable to fully reboot the central nurse's station (cns). They had attempted to restart the unit several times but has continually received the same prompt message that reads "screen initialize error." However, despite being able to close the prompt, the cns was unable to get past the windows desktop and only received the same error message when they attempted to click on the cns application icon. Nihon kohden technical support (tech support) requested that they reboot the cns. However, after restarting the device as instructed, they confirmed that the only message received was the "screen initialize error." It is unclear what prompted them to reboot the unit. Their biomed was unaware of the issue and stated that they will look into the matter. No patient harm was reported.